Event description:
It was reported that the user had trouble with the pressure screw. They could not turn it at all. It was reported that the threads seem to have fittings and showed some sign of possible cross threading. There was pt contact, but no pt injury. No revision or medical intervention was needed. There was no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.